Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver displayed intermittent fault alarms and inaccurate fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. Review of the alarm history (eeprom) revealed one permanent fault alarm that most likely occurred during the last service process. Intermittent alarms are not recorded in the alarm history. Only permanent fault alarms are recorded in the alarm history. During the investigation, the freedom driver was tested and passed all test acceptance criteria, which included normotensive and hypertensive patient simulator settings, with no anomalies or alarms. The driver was also subjected to an additional 48 hour test run at normotensive settings and was observed to perform as intended. The reported intermittent fault alarms and fill volume discrepancy were not reproduced during investigation, and the root cause of the reported issues could not be determined. The driver was serviced and passed all final performance testing. The reported issues posed a low risk to the patient because the freedom driver continued to provide its life-sustaining functions. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver displayed inaccurate fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver displayed inaccurate fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.